Event description:
Complainant alleged that the device failed to power on. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunction.